Event description:
The recipient reportedly experienced decreased performance. A review of the test data indicates impedance issues. External equipment was exchanged and programming adjustments were made.

Manufacturer narrative:
Advanced bionic considers the investigation into this reportable event is closed. The recipient will not pursue revision surgery at this time. The recipient will be monitored by the facilities protocol. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.